Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative who reported that the pump flipped. At the revision, the catheter was tangled as if the patient was flipping her pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for intractable spasticity. The pump administered compounded baclofen with concentration 500 mcg/ml at a dose rate of 25 mcg/day and dilaudid with concentration 10 mg/ml at a dose rate of 0.5 mg/day. It was reported that the patient¿s medical history included spasticity and chronic pain. The patient developed increased spasticity which was determined to be early symptoms of withdrawal. An x-ray and CT scan were performed and showed the distal tip of the catheter had backed out of the spinal canal and was located subcutaneously in the back-incision area. Environmental/external/patient factors that may have led or contributed to the issue was noted as being none. All remaining catheter portions were removed and a new catheter implanted. The complete catheter was explanted and was discarded by the hcp. The issue was resolved. The patient no longer had spasticity symptoms and was receiving adequate therapy at this time. The patient was without injury regarding their status as of (B)(6) 2020. The healthcare provider had no additional information regarding the event at this time. No further patient complications have been reported as a result of this event.